Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while prior to use of bd vacutainer® sst¿, 1 tube contained foreign matter in the gel and was also cracked and unusable. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-sep-2025 investigation summary: bd received two samples and three photos for investigation. The customer samples underwent a visual inspection, and both of the samples failed due to a crack and both had foreign matter. A total of 30 retained samples were visually inspected for damages, and all were found to be without issues. Additionally, 10 retained samples were functionally tested and all passed the inspection without any failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes damaged and unknown foreign matter. No definitive root cause could be established for the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while prior to use of bd vacutainer® sst¿, 1 tube contained foreign matter in the gel and was also cracked and unusable. There was no health impact or consequences reported.